Manufacturer narrative:
The delivery pusher and implant were returned for evaluation. The introducer and dispenser were not returned. The pusher was found broken at the glue transition. The implant was stretched at the tie knot. The implant coils appeared to be stretched, and the implant did not retain the correct shape. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the coil was advanced partly into the aneurysm and then it could no longer be pushed. The coil was removed and the pusher was noted to be broken. The detached coil had stretched from the posterior communicating segment of the aneurysm to the abdominal aorta. A stent device was used to remove the coil segment from the patient. There was no reported patient injury.